Manufacturer narrative:
This device remained implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired during the implant of this pacemaker. There were no device related complications noted at the implant procedure. The official cause of death was not available.